Manufacturer narrative:
Film evaluation results are: the cause of the reported femoral artery dissection could not be determined from the single still angio image provided. Pre-implant films and additional films during stent graft implant were not available for review. Final images post-implant showing the stent graft were not visible in the returned film. It is possible that the vessel dissection was procedure related; caused by placement of a clamp used for post-implant vessel hemostasis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a thoracic aortic ulcer. It was reported that, during the procedure, there was a left femoral artery dissection. The physician elected to repair the femoral artery dissection with a bovine patch and the event was resolved. Per the physician, the cause of the event was due the placement of a clamp during the procedure. It was noted that the clamp was placed for post case vessel hemostasis. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.